Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump is not working and was making beeping sound. The insulin pump also had frozen display and unexpected restart alarm. The customers blood glucose level was 126 mg/dl at the time of event. Customer was able to clear the alarm and they were able to rewind the insulin pump. The insulin pump still had unexpected restart alarm and the insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the unexpected restart error test, self test and displacement test. No unexpected restart and no frozen display anomaly noted during test. (B)(4).